Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. One day after onset, the patient was treated with reflin (1gm, route and frequency not reported, unknown if ongoing or discontinued), tobramycin (40mg, route and frequency not reported, unknown if ongoing or discontinued), and heparin (25000iu, 0.5ml, route and frequency not reported, unknown if ongoing or discontinued) for peritonitis. At the time of this report, the patient outcome was unknown. The action taken with dianeal therapy was unknown. No additional information is available.